Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient had mesh exposure in the anterior vagina. This event was "resolved with sequelae" on (B)(6) 2014. This event was assessed as mild in severity and definitely related to the device or procedure. **additional information august 1, 2016** - the july 21, 2014 onset mesh exposure in anterior vagina is now listed "unresolved" as of the patient's last visit on june 13, 2016. - this mesh exposure was still visible at 12, 18, 24, and 30 months post-op.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2014. According to the complainant, on (B)(6) 2014, the patient had mesh exposure in the anterior vagina. This event was "resolved with sequelae" on (B)(6) 2014. This event was assessed as mild in severity and definitely related to the device or procedure.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported the device was not used past its expiry date. This event was also reported to the FDA in a (B)(4) uphold lite 522 postmarket study status report. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.